Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in planned treatment when the issue occurred, and the procedure got delayed and completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that motorized movements were partly available. During troubleshooting, fse identified the problem with geo pc. Review of the system log files showed errors related to motorized movement. The fse replaced the new geo pc and downloaded the software. The defective geo pc was returned to philips for further analysis. The analysis confirmed the malfunction of the geo pc and identified that the cause of the failure was software/firmware issue. Following the replacement of geo pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that there was an error indicating that no motorized movements were partly available. The system was in clinical use and lead to a delay in the procedure. A philips field service engineer (fse) inspected the system onsite and replaced the geo ipc ivybridge with zmp can and io component which returned the device to expected functionality.